Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses. Left sided deflation (1645337-2018-02065) and right sided baker¿s grade iii capsular contracture (1645337-2018-02066) was diagnosed post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record ( DHR) of lot number 7499359 was reviewed on 4/18/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report and replacement surgery operative report on (B)(6) 2018. The final fill volume of the left prosthesis was 380ccs, and the final fill volume of the right prosthesis was 400ccs. Bilateral prosthesis replacement with mentor smooth round high profile 330cc saline prostheses was performed on (B)(6) 2018. Both implants were inflated to 340ccs. No procedural complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/7/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with mentor smooth round high profile 380cc saline prostheses. Left sided deflation (1645337-2018-02065) and right sided baker¿s grade iii capsular contracture was diagnosed post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/14/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).